Manufacturer narrative:
Iridex has proposed retraining the site personnel in the use of device including setting of device parameters, which is agreed to by the site. Additional notes for section h1: it was reported that the after treatment that patient exhibited a peri-macular scotoma, however there was no loss in visual acuity associated with the scotoma.

Event description:
The patient was being treated for macular degeneration using an iridex iq577 laser console with an iridex txcell scanning laser delivery device. The physician reported applying laser energy using his standard setting for micropulse mode, which are within recognized paramters for peri-macular treatments. Titration was not performed before treatment. After the treatment, the physician observed burn marks in the macular tissue and a peri-macular scotoma, however no change in visual acuity was observed. The system (i.e., the iridex iq 577 laser console and the txcell delivery device) was returned to iridex for further investigation. During investigation by iridex, iridex could not replicate results and the system performed as intended and within specifications.